Manufacturer narrative:
On (B)(6) 2023, misonix® llc., a bioventus® co., received a product occurrence report for an event that occurred on october 08, 2023, while using a bonescalpel® handpiece (p/n: bcm-hp, s/n: (B)(6). Specifically, it was reported that the handpiece displayed a "mechanical limit alert" about 20 seconds into the decompression and laminectomy procedure. A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2024, misonix received confirmation of a delay in treatment while the patient was under anesthesia. The length of the delay was not specified. The reporter confirmed the procedure could not be completed with the subject handpiece due to the fault message and the procedure was completed with the use of backup equipment. There were no adverse consequences to the patient due to the delay in treatment. The device history record was reviewed for the bonescalpel® handpiece in use at the time of the event. There were no deviations found during in-process or final inspection of the handpiece. Inspection and test results met specifications prior to release to commerce. A review of all available post market surveillance data has not shown adverse trends related to this or similar events. The current frequency of occurrence is within the frequency in the original risk management report. There is no change to the residual risk or risk-benefit ratio. The instructions for use manual (bcm-um, revision w) (IFU) for the bonescalpel® system contains the following warnings and cautions in the event of a mechanical limit alert/notification: warning 1.2 the bonescalpel® system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution 7.8 the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. In the event of error, such as a mechanical limit, the main screen is replaced by alert screens. The console monitors the ultrasonic output at all times and alerts in cases of overload or malfunction of the vibrating elements (handpiece, extension and ultrasonic tip). A "limit" alert is displayed together with a pulsed audible indicator as long as the footswitch is depressed. Ultrasound and irrigation are deactivated temporarily. Table 6.2 contains steps for the user to take should a mechanical limit alert appear during use as well as recommended corrective actions to take. The possible causes listed for a mechanical limit alert are: 1. Tip overload 2. Loose or damaged component 3. Defective handpiece numbers 1 and 2 have corrective actions listed that can be performed by the user, however if the listed corrective actions are followed and the alert continues, the handpiece may need to be replaced. In the event that the handpiece needs to be replaced, the facility should follow their back-up equipment protocols as listed in the general safety requirements. Tip overload can occur during hard tissue removal when applying excessive tip pressure or facing strong tissue resistance, e.g. From thick cortical bone. This can lead to stalling of the ultrasonic tip. A pulsed audible signal alerts of the stalling and the ultrasound is deactivated. Release the footswitch briefly and reduce the tip pressure, e.g. By retrieving the ultrasonic tip. Depress the footswitch again and continue with reduced tip pressure. Consider using higher amplitude setting or reduced loading if stalling persists. The subject handpiece was not returned to misonix for evaluation. Therefore, a thorough investigation into the root cause cannot be conducted. This investigation will be updated if the product is received by misonix at a later date.

Event description:
On (B)(6) 2023, misonix® llc., a bioventus® co., received a product occurrence report for an event that occurred on october 08, 2023, while using a bonescalpel® handpiece (p/n: bcm-hp, s/n: (B)(6). Specifically, it was reported that the handpiece displayed a "mechanical limit alert" about 20 seconds into the decompression and laminectomy procedure. A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2024, misonix received confirmation of a delay in treatment while the patient was under anesthesia. The length of the delay was not specified. The reporter confirmed the procedure could not be completed with the subject handpiece due to the fault message and the procedure was completed with the use of backup equipment. There were no adverse consequences to the patient due to the delay in treatment.

Manufacturer narrative:
Follow up # 1. The subject handpiece was returned to misonix for evaluation. Inspection and testing confirmed the generator displayed a mechanical fault message during evaluation due to a defective cable. The cable was identified as defective due to failed capacitance testing. The handpiece was repaired by installing a new cable assembly. All inspection and test results were in conformance with misonix's specifications after the repair. The investigation has been concluded.

Event description:
On december 20, 2023, misonix® llc., a bioventus® co., received a product occurrence report for an event that occurred on october 08, 2023, while using a bonescalpel® handpiece (p/n: bcm-hp, s/n: (B)(6). Specifically, it was reported that the handpiece displayed a "mechanical limit alert" about 20 seconds into the decompression and laminectomy procedure. A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2024, misonix received confirmation of a delay in treatment while the patient was under anesthesia. The length of the delay was not specified. The reporter confirmed the procedure could not be completed with the subject handpiece due to the fault message and the procedure was completed with the use of backup equipment. There were no adverse consequences to the patient due to the delay in treatment.